Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31353564l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. When a septal puncture was performed and only the wire was inserted into the left atrium (la), cardiac tamponade occurred. Drainage was performed and procedure was completed. The patient required extended hospitalization as she entered the intensive care unit (ICU) after drainage. Patient fully recovered. Originally before the procedure, some pericardial effusion had been accumulated. Since the blood drained was venous blood, the location of the event was considered to be on the right atrial side, but the details could not be identified. Atrial septal puncture was performed with rf needle "scooper" (fukuda denshi manufactured). The adverse event occurred during use of the thermocool smarttouch sf, however, no ablation was performed. The physician's opinion on the cause of the adverse event is that it was the procedure. The patient's septal foramen seemed double-layered, and after septal puncture, the wire smoothly went through to left atrium, but when the ablation catheter was attempted to be passed through the septum, it was difficult. The physician commented that the catheter might get caught on the double-layered foramen, but it was not clear.